Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the device was programmed to an adaptive pacing mode, however the device was only pacing in the right ventricle - as confirmed via histogram data - and therefore the patient was not responding to nor receiving cardiac resynchronization therapy (crt) for about two months. The device was reprogrammed and remains in use. The patient was a participant in the adaptresponse study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.